Event description:
A transorbitary x-ray indicated that the electrode array was not inside the cochlea. In 2006, the patient had revision surgery to reposition the electrode array. During the revision surgery the cochleostomy collapsed. The array was re-inserted. The device remains implanted.